Event description:
Noted burn on left upper arm of patient during breast surgery-three 10 mm blisters. It is thought to be due to the connection between the end of the disposable lightmat and the gray non-disposable light cord which is attached to the xenon light box. This connection became very hot. Apparently the connection between the disposable lighted retractor and the nondisposable cord gets really hot. ====================== health professional's impression======================apparently the connection between the disposable lighted retractor and the nondisposable cord gets really hot.